Event description:
It was reported that an ilet did not charge when placed on a new replacement charger, while a phone charged normally on the same charger, indicating a device charging malfunction. Investigation included remote troubleshooting and functional confirmation of the charger using a surrogate device. Investigation of this case revealed a suspected device hardware or charging system failure of the ilet rather than the charger, based on the charger¿s normal performance with another device. No clinical symptoms during the event reported. Outcomes included replacement of the ilet and continued insulin therapy using an alternative method until the replacement arrived without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the charging subsystem.